Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s pump stopped working and had blank display which was resolved by changing new battery, however the customer had high blood glucose level which was high in the morning and in all day. The insulin pump will not be returned for analysis.